Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One bellatek® dolder® bar 4 implants, csd04 was returned for investigation. A visual inspection revealed signs tartar build up on the mesial lingual aspect. The condition of the bar was consistent with use over several years. The break in the bar was observed on the right posterior cylinder. The fractured distal extension was not returned. A device history review was performed and no related nonconformance¿s were noted. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Appropriate documentation was reviewed. Functional testing could not be performed due to the nature of device and event. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4). H3: changed "no" to "yes".

Manufacturer narrative:
(B)(4). Product not returned to manufracturer.

Event description:
It was reported that the bellatek bar (csd04) fracture.